Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra), right ventricular (rv) and left ventricular (lv) lead was part of a system revision due to infection. The device and leads were explanted and replaced with another manufacturer's system. There were no additional adverse effects reported.